Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with her reservoir. Customer's blood glucose is 79 mg/dl. She said the transfer guard will not stay on correctly when filling the reservoir. Also, the reservoir is not staying on tightly as it should to the tube connector. Customer would disconnect and reconnect from the tubing connector to clear no delivery alarms. Customer is returning the reservoir for analysis. She declined troubleshooting. Nothing further reported.